Manufacturer narrative:
Device evaluated by MFR.: the device returned from analysis. A visual examination of the returned device found that the balloon had been inflated. It is not known when inflation took place. An examination of the balloon material identified no issues. A visual examination of the drug coating found it displaying evidence of having been in contact with an aqueous substance. It is possible that this occurred during inflation of the device. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present in the correct position on the shaft of the device.

Event description:
It was reported that the powder fell off from the balloon. A 2.50mm x 150mm, 150cm ranger sl was selected for use. Upon opening the package, a significant amount of drug powder fell off from the balloon. The procedure was completed using another device of the same model. No patient complications were reported, and the patient remained stable.

Event description:
It was reported that the powder fell off from the balloon. A 2.50mm x 150mm, 150cm ranger sl was selected for use. Upon opening the package, a significant amount of drug powder fell off from the balloon. The procedure was completed using another device of the same model. No patient complications were reported, and the patient remained stable.